Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). This occurred during the first dwell cycle of peritoneal dialysis therapy. The reporter was unable to find the source of the alarm. The technical service representative (tsr) assisted the care giver in clearing the alarm and advised her to begin therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.